Manufacturer narrative:
H3: product analysis found that the customer complaint cannot be duplicated as handpiece was unable to run, and displayed error code 15 (handpiece stalled). The handpiece was also unable to lock/unlock. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the m4 handpiece was overheating and it cannot rotate at a constant speed, intermittently stopping. The handpiece was used for less than a minute. The device was being run at 12000 rpm in forward mode. Irrigation was being used at the flow rate 50cc/min. The procedure was completed using backup product. There was no patient impact.